Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 120 units of room temperature insulin. During troubleshooting with tandem technical support, the customer reloaded the same cartridge successfully. There was no impact to the customer's blood glucose level.